Event description:
The report stated that water leaked from the connection between the needle electrode grip and the tub, 5 mins into a radio frequency ablation procedure. The temperature reading became unstable so another needle electrode was used. There was no pt injury.

Manufacturer narrative:
Date of initial report: 03/18/2008. The incident sample was not returned for eval, therefore, an eval could not be performed. Valleylab labeling regarding the setup of the coot-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.